Event description:
It was reported that during the self-test of the cassette, an alarm went off, which would not allow the keypad operation to go to the next step. After the customer changed the cassette to another one, the alarm was not issued. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Picture attached: four (4) pictures were attached. Pictures were reviewed - results: picture one (1) show a cassette product in used conditions, with blue clip. Picture two (2) shows the front view of the cassette product without the blue clip and with a small burr on the side of the bag. Picture three (3) show the bag neck section from a flow stop cassette model. Picture four (4) show the top view of a cassette product. Samples received: sample received consist in one (1) cassette product. Sample was received in used conditions, decontaminated and in a plastic bag and with the original packaging. Visual inspection results: the sample contains the blue clip; its original packaging and the clamp is activated. Sample received don?t present any damaged, kink, cut. Sample was received with blue clip. Accuracy test: the samples received were connected to a pump and to a balance mettler to look for unusual function. Results: the sample could be connected without problem and passed the delivery accuracy test. Functional testing: sample was filled with 100 ml of water; the sample was connected to a pump to look for unusual function. Results: sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. Complaint is not confirmed. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. A CAPA was opened to investigate the reported issue.